Event description:
It was reported that the advantx lc table drops down on its own. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.